Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device was in good condition with no appearance of any physical damaged. The pump event history showed a syringe plunger not in place error in the error history log (ehl). The evaluation was performed and the reported issue was duplicated, during a syringe test and syringe plunger test. Syringe plunger not in place was found at syringe test and failed syringe plunger sensor test. The q1 broken off from plunger board and also the plunger board was broken off from glue. The root cause of the reported issue was unable to be determined. The technician replaced the plunger board. Performed power up process and all functional testing which passed.

Event description:
It was reported that a plunger sensor failure error was observed. No patient injury was reported.